Manufacturer narrative:
Other, other text: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found base not responding, battery communication timeout, pressure increasing, travel reverse error, and low battery base task timeout messages. It was also observed that the plunger flippers were sticky. There was no reported adverse event.